Manufacturer narrative:
It is unknown if the device is available for evaluation. Without the returned device a probable cause is unable to be determined.

Event description:
The event occurred on an unspecified date and involved an unspecified plum 360 pump. The customer stated that the infusion was programmed at 0.3 ml/hr went into kvo (keep vein open) mode after 1 hour. The programmed vtbi (volume to be infused) and kvo was reported to only be infusing at 0.1 ml/hr causing a discrepancy in the time and amount delivered over the 1 hour. The device was sequestered in special care nursery for logs to be pulled, removed from patient and new fluids and tubing were hung. There was patient involvement and a delay in therapy, however no report of patient harm.

Manufacturer narrative:
The device is not available for evaluation. Without the returned device a probable cause is unable to be determined. Additional information in section b5 and d9.

Event description:
The customer reported that the issue was due to their very low rate of infusion and resetting of the volumes every hour. As they increased the volumes to 6 hours, no issues were encountered.

Manufacturer narrative:
Additional information: sections d4 and h4: the serial number of the device that was in use is unknown. The customer identified three possible serial numbers (possible serial number) (B)(6). Manufacturing date: 6/1/2021. (Possible serial number) (B)(6) manufacturing date: 3/1/2021. (Possible serial number) (B)(6) manufacturing date: 7/1/2021.